Manufacturer narrative:
(B)(4).

Event description:
It was reported a vascath insertion was being performed on a male patient who was seriously ill with multi organ failure. During insertion, the guide wire separated and a remnant was left inside the patient. This was confirmed with x-ray. Shortly, after the insertion, he deteriorated from his underlying diagnosis and he expired. They do not know if there was a delay in treatment, or patient complications as a result of the malfunction.